Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to concerns of possible atrial undersensing followed by premature ventricular contraction (pvc) and then as - vs - afl. Technical services (ts) explains that this was actually sinus rhythm with farfield oversensing, resulting in inappropriate mode switching. Programming options were reviewed. Additional information received two years later reported that there were signals on the atrial channel that appeared to be noise or true atrial fibrillation (af). It was also noted that the right atrial (ra) lead pace impedance measurements were low, but within normal limits in the low-300 ohms range. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.